Event description:
It was reported that the pt experienced no stimulation sensation. The pt felt no stimulation when the ins was turned on program 1, at 6.70 volts. It was not known when the pt's symptoms began. The pt had a spinal block three months ago, at which time an x-ray was taken. It was stated at that time that one of the pt's two leads was not connected. It was noted, by the manufacturer, that one of the pt's leads was listed as inactive. It was suggested that this lead may have been capped and, thus, not meant to be connected. No further details, pt symptoms or outcome were provided. Additional information was requested, but not rec'd at the time of this report. A f/u report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).